Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an air leak was observed from the cuff while using a tracheostomy tube in the ICU. Adverse patient effects are unknown.

Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. One used decontaminated sample was received without its original packaging. Per visual inspection, a tear in the cuff was observed. Per functional testing, it was found that it was not possible to inflate the cuff as it leaked. The complaint was confirmed. Due to fact that the cuff leak was not observed prior use the root cause was user interface due to contact with a sharp edge. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken as the reported fault was due to the user not following the instructions for use (IFU).

Manufacturer narrative:
UDI related data quality updates only.